Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received a photo and a video for investigation. Evaluation of the photo and video shows a black foreign material inside the sample. No retained samples could be inspected, as no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, black foreign matter was observed inside the syringe. No adverse impact was reported regarding the patient or user.